Event description:
It was reported that during use of the pump, frequent gas leak alarms were experienced. Because of this, the pump was exchanged, before the pt was transferred to another hosp, there were no reported pt complications.

Manufacturer narrative:
The arrow field service rep investigated this complaint. He tested the pump and was unable to detect any leaks. He determined that the pump was operational and returned it to service.